Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: can you please clarify how the device "misfired"? Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? How many counter-clockwise revolutions were used to open the device? How was it confirmed that the anvil was free from the tissue prior to removing? When there were staples "in the donuts" what was the staple formation? Was it determined if the staples were from the circular stapler? Response: unfortunately, I do not have the information you are requesting. I recommend that you contact the account contact attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify how the device "misfired"? When there were "staples in the donuts" what was the staple formation? Was it determined if the staples were from the circular stapler? Were there any issues with the anastomosis? If so, please explain. How was the procedure completed?

Event description:
It was reported that during the anastomosis of a sigmoid colectomy procedure, the surgeon had a misfire using our product code ecs29a and noticed that there were staples in the "donuts" upon examination. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: can you please clarify how the device "misfired"? When there were "staples in the donuts" what was the staple formation? Was it determined if the staples were from the circular stapler? Were there any issues with the anastomosis? If so, please explain. How was the procedure completed? Response: the stapler "did not" miss fire. Also the stapler was discarded by accident. No adverse outcome has been documented up to this point. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.